Event description:
The customer reported that during a procedure, the catheter leaked from a hole in the tubing where it attaches to the inflation device (she said it was spraying out). They used another kit to finish the case. The sample was saved and will be returned to quest. Product code ldc315; lot number 26228.j02.